Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus on (B)(6) 2011, during a stent placement procedure. According to the complainant, the patient has esophageal cancer and was being treated for a non-resectable, mid-esophageal stricture. On (B)(6) 2011, a wallflex esophageal fully covered stent was successfully implanted within the esophagus and the patient subsequently underwent chemotherapy and radiation therapy. On march 22, 2011, the patient presented with difficulties breathing. Subsequently, under bronchoscopic and radiographic visualization, it was noticed that the proximal flare of the stent had eroded through the esophageal lining into the trachea, and was occluding the airway. The physician believes that this issue was related to the chemotherapy and radiation therapy rather than a problem with the esophageal stent. The physician implanted two tracheal stents within the trachea and ¿pushed¿ the proximal flare of the wallflex esophageal fully covered stent back into the esophagus. The stent remains implanted within the patient. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was used prior to its expiry date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.